Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735585, software version #: 3.1.4 h3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the 2.2 biopsy needle cannot be tracked in non-biopsy procedures. However in the stealth station cranial application it is tracking in tumor resection procedure, shunt placement procedure, and nexframe procedure. Steps to reproduce: precondition:* configure the tumor resection procedure such that the passive biopsy needle, navigus, vertek, and passive planar probes are added to the procedure.* user is in a biopsy procedure.* selected patient has a valid registration.* passive biopsy needle, navigus, vertek, and passive planar probes are added to the procedure and in the verified state.* user is at the "navigate" task.* a plan is set. Steps: *place the biopsy needle at the plan entry within 2mm of the plan trajectory.+the biopsy needle is not tracked as the trajectory is unlocked.*place a biopsy alignment tool at the plan entry within 2mm of the plan trajectory and press the footswitch.+the trajectory is locked.+the biopsy needle is current instrument *place the biopsy needle at the plan entry within 2mm of the plan trajectory.+the biopsy needle is tracked by the camera*return to the select procedure task and choose the tumor resection procedure, then proceed to the navigate task and select the plan. +navigate task entered successfully. *verify the alignment tool and place a biopsy alignment tool at the plan entry within 2mm of the plan trajectory and press the footswitch. +navigation pauses*place the biopsy needle at the plan entry within 2mm of the plan trajectory.+the application does not track the biopsy needle in the tumor resection procedure.*press the footswitch and place the biopsy needle at the plan entry within 2mm of the plan trajectory.+navigation resumes and the application does not track the biopsy needle in the tumor resection procedure. There was no patient involved.